Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pocket discomfort. The patient underwent an explant procedure. The physician did not suspect device malfunction.